Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (delivers monophasic pulse) was investigated. As received, the monitor reset during detect and treat testing. The cause of the reset has not yet been identified. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse.

Manufacturer narrative:
Follow-up report #1: additional information - 04/27/2017. Device evaluation of monitor sn (B)(4) has been completed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the failure was not able to be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (delivers monophasic pulse) was investigated. As received, the monitor reset during detect and treat testing. The cause of the reset has not yet been identified. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse.